Manufacturer narrative:
(B)(4). The device product is not intended for sale in the us. Similar device (510(k)#) sold in the us.

Event description:
The customer reports during use of the catheter, leakage of medical agent was found around the stopcock. A new kit was used.

Manufacturer narrative:
(B)(4). The customer returned a 3-lumen 7 fr x 20 cm cvc kit catheter for evaluation. A visual exam was performed and the catheter showed evidence of use but no defects or anomalies were observed. After leak testing, the catheter was examined under magnification. Microscopic examination revealed a tear in the distal extension line near the base of the luer hub. The tear's edges were jagged and uneven. These jagged edges indicate a tear related to excessive force. Residual adhesive material was also identified on the distal, proximal, and medial extension lines. Dimensional inspection related to the tear location was not required for this investigation as the tear in the distal extension line was located at the base of the luer hub. The outer diameter of the distal extension line measured 2.228 mm, which is within specification. A device history record review was performed on the catheter and no relevant findings were identified. The instructions for use (IFU) provided with this kit directs the user to prepare the catheter for insertion by flushing each lumen. No leaks were reported during catheter preparation. The IFU also cautions not to secure, staple, and/or suture directly to the outside diameter of the catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. It also warns to not apply excessive force in placing or removing catheter. Excessive force can cause catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested. It also cautions to check ingredients of prep sprays and swabs before using. Some disinfectants used at catheter insertion site contain solvents which can attack the catheter material. It also warns not to use alcohol or acetone on catheter surface as these chemicals can weaken the structure of polyurethane materials. The report that the catheter leaked was confirmed through visual and functional testing of the returned sample. The distal extension line leaked from a tear near the base of the luer hub. Microscopic examination found the edges of the extension line tear to be jagged and uneven indicating that the separation was caused by excessive force placed on the catheter extension line. The extension line met relevant dimensional requirements and the device history record review did not reveal any manufacturing related issues. Based on the appearance of the leak site and since no leakage was reported during pre-insertion flushing, it was determined that operational context caused or contributed to this event.

Event description:
The customer reports during use of the catheter, leakage of medical agent was found around the stopcock. A new kit was used.